Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air in line alarm after priming the device. There was no reported patient involvement.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device air in line detector, which was determined to be faulty. The device upstream and downstream occlusion sensors were also determined to be damaged upon visual inspection.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.the air in line detector, uso and dso sensors were replaced and the device passed all testing.